Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, non-olympus bending section cover, non-olympus bending section cover glue, non-olympus plastic distal end cover, non-olympus insertion tube, cracked objective lens, kinked in biopsy channel and restriction for brush passage. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera bronchovideoscope was left out overnight with out cleaning or reprocessing. It was reported that the scope was later reprocessed in a medivators reprocessor, and olympus informed the customer about delayed reprocessing and the reprocessing manual was sent with a reference to delayed reprocessing procedures. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
Updated fields: b5 and h6.

Event description:
It was further reported that there was no patient involved in the reported event.

Manufacturer narrative:
Correction to d8 on the initial medwatch (MFR 8010047-2022-08943). The subject device was serviced by a third-party. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem occurred because the staff at the facility were either insufficiently trained on reprocessing, or because the reprocessing was not performed according to instructions for use. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "note that cleaning of the endoscope becomes difficult if debris is allowed to solidify because of a delay before cleaning following the procedure. ·presoak for excessive bleeding and/or delayed reprocessing- 1. Fill a basin with detergent solution at the temperature and concentration recommended by the detergent manufacturer. Use a basin which is at least 40 cm by 40 cm (16¿ by 16¿) in size and deep enough to allow the endoscope to be completely immersed. 2. Carefully coil the endoscope¿s insertion tube and universal cord, and completely immerse the endoscope in the detergent solution. 3. Attach the 30 cm3 (30 ml) syringe to the suction cleaning adapter. Withdraw the plunger of the syringe to fill the instrument channel, suction channel and suction cleaning adapter with the detergent solution (see figure 3.14). 4. With the endoscope and suction cleaning adapter completely immersed in the detergent solution, disconnect the suction cleaning adapter. 5. Soak the endoscope for 1 hour at the temperature and concentration recommended by the detergent manufacturer. 6. Remove the endoscope from the detergent solution. 7. After soaking the endoscope, manually clean it following the procedures described in this section. Precautions-failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization." Olympus will continue to monitor field performance for this device.